Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was reviewed. Several air alarms were identified but although this could confirm the reported event (air in line), those information are insufficient to confirm a quality issue as alarms are designed to inform the user that the infusion needs to be attended. Investigation revision : following reception of the provided document the reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the reported event could not be reproduced but the air sensor has been changed as conservative measure (regarding the device history log). Despite several requests for parts return, no additional information was provided. From complaint description it seems that the cause of the event could be linked to a defective air sensor but this cannot be confirmed without proper investigation test in brézins. However, if we do get information later on we may re-open the complaint and pursue the investigation. Although we cannot confirm that the event is linked to a defective air sensor, please be informed that an internal CAPA is open to address the subject of "defective air sensor". To our knowledge this complaint is not being related to patient safety this complaint is considered as: not investigated the trend is: abnormal.

Event description:
The following has been reported by customer: air in-line error when air not present in line. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.